Manufacturer narrative:
This report is submitted on june 29, 2021.

Manufacturer narrative:
This report is submitted on june 2, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to anticipated need for frequent MRI for the patient.